Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A lot history device review is pending.

Event description:
The event involved a 13 cm (5") aprox 1.8 ml, adaptador p/ bomba c/ chemolock¿ where the customer reported that during the afternoon shift, the set was leaking medication with chemotherapy r-chop. The event occurred during patient use, however there was no harm as a result of this event, there was no medication contact with the patient or the nurse, but there was exposure to inhalation of the cytostatic. The reporter stated that the damage to the patient and the staff, when it comes to medication inhalation, is not immediate but long-term.

Manufacturer narrative:
The complaint on the 034-cl3034 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history for lot 13924129 was reviewed and no nonconformities were found that would have led to the reported complaint.